Manufacturer narrative:
(B)(4). Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported patient underwent a revision procedure due to unknown reasons.

Manufacturer narrative:
- No devices were received; therefore the condition of the components is unknown. -part and lot number are required to review device history records and nether were provided. -this device is used for treatment. -root cause could not be determined with information available.